Event description:
The customer reported the system would not boot up. Also, the fse noted, can not save image and there was communication fail. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive was reformatted and the boards were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.